Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a pocket revision on (B)(6) 2017 due to discomfort at the scs ipg site. Reportedly, the physician revised the patient's scs ipg pocket so the generator lies more comfortably for the patient. Follow up identified the issue was resolved.